Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), im planted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was getting real sharp shocks in the waistline and thoracic area. It started in the thoracic on (B)(6) 2015 and then it went to the waist area on (B)(6) 2015. It was more frequent in the waist then it was up in the thoracic. The thoracic was kind of like "turned the wrong way" with sharp shocking and stabbing pain. The was patient making an association and she was not sure if it had anything to do with it or not but since the patient had the spinal cord stimulator (scs) implant she had a knee MRI, "which was fine" but also had a thoracic MRI and "was feeling pressure and tenderness" on (B)(6) 2015 and then the shocking in the waist started. When the shocking in the waist started she had her unit turned off at the time. It was noted that she activated MRI mode on her patient programmer (pp) both times she had the mris. The patient lower back started hurting today and she had attempted to use her pp to turn therapy on but she was had not been able to turn therapy on. The patient then tried again and she was able to turn therapy on by using her navigation key on the pp. The pp was synced with the implantable neurostimulator (ins) and the pp showed a blank screen, then the manufacturer splash screen, and then the low pp battery screen. The pp batteries low screen appeared again and then the "pp battery are depleted" screen. The patient only had high intensity batteries so she might have to purchase new standard alkaline batteries to use in the pp. The patient suspected she saw the low pp battery screen previously and this was why she thought she was not able to turn therapy on. The patient had tried contacting her managing healthcare provider (hcp) but had not heard back. She was planning to drive to the hcp office tomorrow. The patient was going to try replacing the pp batteries to see if this would resolve the issue. It was noted that the patient had a history of non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.